Event description:
Additional information was received indicating that noise was also observed on the ra lead. The ra lead was explanted and replaced to resolve the event. Insulation damage was visually confirmed during the procedure. The patient was in stable condition.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the outer insulation compressed at the connector region. In this region, an external insulation abrasion breaching the outer insulation was noted at the connector region consistent with friction to device can. The outer insulation was damaged and all filars were also noted separated/fractured in this region consistent with compression. A scanning electron microscope evaluation verified that all five filars of the outer coil were fractured at the connector region. The cause of the inadequate capture threshold, sensing p-wave variation amplitude, high pacing lead impedance and noise was due to fractured outer coil consistent with fatigue fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, increased capture threshold, low sensing and high pacing impedance were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.